Event description:
Customer reported her insulin pump alarmed no delivery while trying to fill tubing. She was attempting to manually prime the device when it alarmed. Customer's blood glucose was 210 mg/dl. During troubleshooting, the keypad was unresponsive. The device may have been dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)